Manufacturer narrative:
Analysis was able to confirm the reported stylus misalignment, the touchscreen connector was reseated, cleaned and re calibrated. Analysis also noted that the left sliding rails on the keyboard were broken, they were replaced. The programmer software was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The programmer was returned for service. There was no patient involvement.